Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were staying in an airport hotel and they were right on top of the runway of the airport. Within 24 hours of being there, their vomiting returned in "full force" and they wanted to know if anything from the airport could have interfered with their therapy. Airport security was reviewed with the patient. The patient said they called the airport and they told her there were magnets in the runway and the patient was extremely close to the runway. It was recommended the patient contact their healthcare provider (hcp) to have the device checked in the office. The patient said they had a visit scheduled for (B)(6) 2017. The implantable neurostimulator (ins) indication for use was for gastrointestinal/pelvic floor.